Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) levels, with multiple lows followed by overcorrections leading to rebound highs. The agent reviewed the user¿s bionic report and confirmed that the user had not announced meals due to fear of going low bg. The agent advised treating lows with 15 grams of carbohydrates every 15 minutes before announcing meals and explained that overcorrections can cause excessive insulin dosing. The user was instructed to monitor bg and consider a factory reset if issues persisted. The lowest blood glucose (bg) recorded was 41 mg/dl, and the highest was 401 mg/dl. Bg was corrected with food for the low and corrective insulin for the high. The user's reported symptoms during the event included a stomachache during the low. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.